Manufacturer narrative:
Manufacture¿s investigation conclusion: review of the submitted log file confirmed low speed events that appeared to be consistent with the patient's previously documented short-to-shield (MFR # 2916596-2022-01594). It was noted that the ungrounded patient cable was switched out by bedside nurse without realizing that the patient needed to be connected to it. The submitted log file recorded low speed events on (B)(6) 2023 while the patient was connected to the power module, consistent with the reported event of accidentally being on a grounded patient cable with a known short-to-shield. The pump otherwise appeared to operate as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists stroke and infection as adverse events which may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under pump performance monitoring) covers wear and tear to the percutaneous lead. Under ¿anticoagulation¿, this section provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ addresses system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The IFU and patient handbook both contain various sections regarding infection and how to prevent it. E relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed events that appeared to be consistent with the patient's previously documented short-to-shield (refer to (B)(6)). It was noted that the ungrounded patient cable was switched out by bedside nurse without realizing that the patient needed to be connected to it. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The submitted log file recorded low speed events on (B)(6) 2023 while the patient was connected to the power module, consistent with the reported event of accidentally being on a grounded patient cable with a known short-to-shield. The pump otherwise appeared to operate as intended. The customer communicated that no additional information would be provided. The relevant sections of the device history records for (B)(6) and the driveline (document (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate ii lvas, including stroke, infection and death. Section 6, ¿patient care and management¿ (under pump performance monitoring) covers wear and tear to the percutaneous lead. Under ¿anticoagulation¿, this section provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists infection as a potential late postimplant complication. Section 7, ¿alarms and troubleshooting,¿ addresses system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The IFU and patient handbook both contain various sections regarding infection and how to prevent it. Furthermore, the heartmate ii unshielded power module patient cable IFU is currently available. This document, under ¿cautions¿, stated that ¿patients who are experiencing a short circuit in the percutaneous lead (driveline) should always use the unshielded power modular patient cable to connect to the power module.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a known short to shield issue and was placed on an ungrounded patient cable. The patient cable was accidentally switched to a grounded cable. As a result, the patient had low flow alarms, 26 low speed advisories, driveline disconnect and pump stop alarms from 5:33 - 5:45 pm while on the grounded cable. The patient required chest compressions for about 30 seconds due to a brief loss of consciousness. The patient was awake and alert and neurologically intact. The patient did not experience alarms while tethered on batteries / unshielded patient cable. The patient was not a candidate for acute intervention. There were no observed neurological deficits noted. The patient will continue on anticoagulation with warfarin and aspirin. The patient had demonstrated some confusion, mild dysarthria and disorientation. A computed tomography (CT) of the head was taken that demonstrated multifocal subacute ischemic stroke. It was unclear if the patient's confusion was due to infarcts given other ongoing, unspecified, infections/metabolic disturbances.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-01800. It was reported that the patient was admitted for an infection. The patient had a known short to shield issue and was placed on an ungrounded patient cable. The patient cable was accidentally switched to a grounded cable. As a result, the patient had low flow alarms, 26 low speed advisories, driveline disconnect and pump stop alarms from 5:33 - 5:45 pm while on the grounded cable. The patient required chest compressions for about 30 seconds due to a brief loss of consciousness. The driveline was noted to be disconnected at 5:45 as a system controller exchange was performed. The patient was awake and alert and neurologically intact. The patient does not experience alarms while tethered on batteries / unshielded patient cable. The patient also displayed yellow wrench alarms associated with replace controller and backup mcu failure where it appears the controller went into backup processor mode.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to an unknown cause on (B)(6) 2023. The outcome was not device or therapy related.